Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported as part of a clinical investigation, that patient (B)(6) , is a (B)(6) male who had to undergo surgery on (B)(6) 2011 due to post operative infection. The infection was noticed when the patient had a medical examination after the implant of a trochanteric nail and lag screw on (B)(6) 2011 to fix a 31-a2.3 fracture to the left femur. The patients range of motion is limited, especially flexion.